Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component and infusion or flow issue: [method of use] 1. Preparation before use 3) this product is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. 2. Method of use 3) prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. 5) after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reported having 1 syringe of juvéderm voluma with lidocaine with a defective plunger rod. During injection, while "regurgitating" it, the plunger of the syringe just dropped off. The product in the syringe did not have "counter flow." It was noted that the product was "intensive and can't counter flow when use it first."